Event description:
The pt received more medication than expected. At 1830, the pump was programmed to deliver 250ml of an unspecified solution at a rate of 10,l/hr. No futher programming parameters were provided. At 0500, reportedly, the "bag alarmed empty." The pump display indicated that 101.9ml had been delivered but the bag was empty. During testing at the user facility, no issues were reported; however, a white dry precipitate was noted on the tor of the pump. The customer contact indicated that the solution bag may have been punctured. There were reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.